Event description:
Dr. (B)(6) injected voluma and (radiesse - without my consent). I had lidocaine topical on my face for pain relief. Going into this procedure I did not realize that I had a sensitivity to lidocaine. When the doctor accidentally gave me an intravascular injection, the pain was excruciating. He applied extreme pressure and continued with the injections. I became very shaky, but about that time he told me he was finished. Just like that, he left the room. When I sat up I was very dizzy, sick to my stomach and felt like I couldn't get enough air. I remember being very panicked and thinking I was going to die. I made it out to the front desk but then I couldn't find the words to tell them I needed help. I stumbled to my car and started to drive out of the parking lot. I remember thinking I just needed to get home. After I made it through the stoplight, I felt so sick I had to pull over. I climbed into the backseat to lay down. The next thing that happened to me was absolutely horrifying. I woke up with someone banging on the car window telling me that my car was not completely out on the street. I was covered in vomit, my face felt swollen and hot, and the rest of me felt cold and clammy. I've never been in that kind of a situation. I finally made it home but I was sick the rest of the night. My face was covered in bruises and I ended up having two hematomas. I had an open sore under one of the bruises that I had to put warm compresses on all night. My regular physician and ophthalmologist think that I had a toxic response to an overdose of lidocaine. There is lidocaine in the product as well as the lidocaine that was put on my face as a topical. With the intravascular injection the lidocaine was probably toxic to me. My skin has been permanently damaged from the result of the injections and from my reaction to the lidocaine. I have tyndall marks on both my cheeks as well as hemosiderin stains under both my eyes. It took a full two months for the bruises to go away. Radiesse is not dissolvable with hyaluronidase. This product is mixed in my face with voluma. I did not receive any emergency medical treatment at the med spa. I was allowed to leave and drive a car in a compromised state. This was supposed to have been a minimally invasive procedure. I feel that this procedure could have ended my life. Dose of amount: 1 vial. Diagnosis or reason for use: my contract was for voluma. Reduce fine lines. Event abated after use stopped or dose reduced: no.